Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/26/2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated that when he arrived at the grocery store around 3:00pm, he had a blood glucose (bg) value of 90mg/dl; however, the patient could not recall if the value was on the cgm or on the bg meter. The patient stated later he felt low and decided to sit down and drink a soda but upon doing so, he forgot was he was doing. The grocery clerk called the paramedics due to the patient¿s lethargic behavior and when the paramedics arrived, they administered the patient with intravenous (IV) therapy and gave him peanut butter cups until his bg value stabilized. Once the patient was stabilized, the patient declined to go to the hospital and the paramedics left. Additionally, the patient stated that his bg had dropped about 70 points from when he last checked his reading of 90mg/dl and was unsure if he had missed the alert on the dexcom device. At the time of contact, the patient was recovered. No additional patient or event information is available.